Event description:
A nurse reported an intraocular lens (iol) would not fold properly. The nurse also indicated they felt the folding difficulties were due to a learning curve. There was no patient impact/injury associated with this event. The lens was returned stuck inside the iol delivery system.